Event description:
The valve was removed due to aortic insufficiency. Echocardiogram showed both central and paravalvular regurgitation. The valve was explanted and replaced with no add'l consequence to the pt.